Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence. The patient wanted the cuff size reduced to try becoming fully dry. The cuff was explanted and replaced. There were no additional patient complications.

Manufacturer narrative:
B3 approximated.